Event description:
The customer reported that during testing it was noted an error 81000, which is associated with a defib failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The fse confirmed an error message. The power pca was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. Philips concluded that this was a malfunction of the power pca.